Event description:
The customer reported the system would not boot up. No patient injury was reported.

Manufacturer narrative:
The customer repaired the problem before the ge field engineer arrived. No further repair information is available.